Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed from the customer that there were no issues and issue did not reoccur. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rn1, the station powered off and did not turn back on immediately. It eventually powered back on. The user indicated that this issue had occurred previously and was not an isolated incident. However, there were no delays or adverse events or injuries reported based on this event.